Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device nurse call button was observed to be damaged. The device's nurse call button would need to be replaced to address the issue. No repair was performed; the device was not needed for inventory and was scrapped.